Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging core was out of the catheter and the retainer clip was not returned. The sheath was found detached and kinked and the drive cable was found kinked with its coating torn. Impedance testing showed an electrical open at the proximal end of the catheter 140 - 150 cm from the distal housing.

Event description:
Reportable based on analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The target lesion was located in the left main artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the sheath was detached.